Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver milrinone, at a rate of 6.5ml/hr, with a vtbi (volume to be infused) of 170ml, container size of 170ml and delivery was started. No further programming parameters were provided. At an unspecified time, the homecare patient reported the device indicated the delivery was completed; however, the container was full. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the patient missed one day of therapy; however, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.71 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2011 at 1017, the device was programmed for continuous only in ml delivery, at a rate of 6.5ml/hr, with a 156ml vtbi, and a 170ml container size. The device continued in clinical use at the programmed settings and on (B)(6) 2011 at 1029, a new container is indicated and the delivery was started. At 1304, the delivery was stopped, a new container was indicated. At 1305, the delivery was started. A date stamp of (B)(6) 2011 occurred. Between 1043 and 1045, the delivery was stopped, started, and a check cassette d alarm occurred. At 1046, the delivery was stopped. At 1047, a power loss alarm occurred. This report represents all the information known by the reporter upon query by hospira personnel.